Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller resolved the issue before contacting technical support by replacing the cartridge, and no further information was available.